Manufacturer narrative:
This report was initially submitted following notification from a customer in singapore regarding a false resistant oxacillin (ox) result for staphylococcus aureus in association with the vitek® 2 ast-p580 test kit (ref 22233, lot 3601124103). The customer¿s strain was received for investigation. The isolate was sub-cultured to tsab and identification was confirmed via vitek ms. The investigation included testing the customer lot and a random lot (3601152103) of ast-p580 cards, in duplicate. Agar dilution (ad), the reference method for the ox formulation on the card, was also performed. All of the cards tested and reference method obtained a susceptible ox mic. The customer¿s ox resistant result was not reproduced. The cards and reference method results were in agreement for ox, and performed as intended. No further action is necessary. Vitek® 2 ast-p580 lot 3601124103 met final qc release criteria. The lot passed qc performance testing. See section h10.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a false resistant oxacillin (ox) result for staphylococcus aureus in association with the vitek® 2 ast-p580 test kit (ref 22233, lot 3601124103). The customer was unable to submit the strain for investigational testing. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. No further investigation could be performed without the strain being submitted for investigational testing and the cause for the customer's issue could not be established. Global customer service (gcs) reviewed complaints coded against ast-p580 lot 3601124103 and the review did not indicate a trend for this card lot. Ast-p580, lot 3601124103 met final qc release criteria. The lot passed qc performance testing. See h10 for addtl mfg narrative.

Event description:
A customer in (B)(6) notified biomérieux of a (B)(6) result for (B)(6) in association with the vitek® 2 ast-p580 test kit (ref 22233, lot 3601124103). Repeat analysis with the vitek® 2 ast-p580 test kit obtained a (B)(6) result. Disk diffusion testing was performed as an alternative method and also obtained a (B)(6) result. Initial vitek® 2: ox mic >= (B)(6). Repeat vitek® 2: ox mic = (B)(6). Disk diffusion: ox = (B)(6). The (B)(6) result was reported to the physician. There is no indication or report from the laboratory that the initial (B)(6) result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.